Event description:
It was reported that the patient experienced inadequate stimulation despite multiple reprogramming. It was also noted that the device was causing pain. The patient underwent an explant procedure. All explanted device components will not be returned as they were kept by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch:7074130 / 7074166.